Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0ffzb, implanted: 2014-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient had no stimulation sensation and a loss of therapeutic effect suddenly following a back surgery on 2014-(B)(6). The patient was unable to adjust stimulation and the patient programmer display showed the ¿call your doctor¿ icon and a power on reset (por) condition. The patient noticed this on the day of surgery. The device was not turned off during the spinal surgery. Per the patient¿s healthcare provider, the issue was a result of another surgeon¿s lack of knowledge or concern about the device. Symptoms included a return of urinary retention. Troubleshooting and interventions included x-rays, reprogramming, and synching of the patient programmer. The patient recovered without permanent impairment.